Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Missing condition confirmed. Visual examination of the unit confirmed the blue winged luer cap missing. The root cause of the complaint condition was due to operator error during the manual winged luer cap assembly process. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 250 device was observed missing the blue winged luer cap. This was discovered before use; therefore, there is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.